Event description:
On (B)(6)2010, the patient was diagnosed with peritonitis manifested by abdominal pain, diarrhea, vomiting, and cloudy effluent. The patient was hospitalized on the same day for the peritonitis. The cause of the peritonitis was poor vision and poor environment. On (B)(6)2010, a peritoneal effluent analysis and culture were performed. The analysis revealed 4762 cells/mm3 leucocytes with 90% neutrophils and 1% lymphocytes. On (B)(6)2010 follow up information was obtained. The peritoneal culture performed on (B)(6)2010 showed no growth. On (B)(6)2010, a repeat peritoneal effluent analysis revealed 11 cells/mm3 leukocytes and 73% lymphocytes. The patient recovered from the peritonitis on an unspecified date in (B)(6)2010 and was discharged from the hospital on (B)(6)2010. The patient's medical history included end stage renal disease (esrd) and hypertension. The patient was not on any concomitant medications. The reporter believed that the peritonitis was not related to pd therapy.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.